Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in colombia, on (B)(6) 2024, it was reported that the patient stated a bent cannula issue in the infusion set, which caused the set to become blocked. The incident occurred a few minutes after insertion. The cannula was bent in the abdomen. The patient was upright during insertion and had sufficient subcutaneous tissue. The serter method was used for insertion without any issues. The infusion set had been in use for 30 minutes. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.